Event description:
Per the clinic, it was reported that the patient experienced an infection at the abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics for one week (specific date not reported).

Event description:
Per the clinic, the patient was treated with topical antibiotic (specific date and duration not reported) for unspecific medical reasons. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.